Event description:
Customer reported that a patient presented with a wound dehiscence following spinal surgery in 2008. The patient was returned to surgery for repair within 10 days of the initial procedure.

Manufacturer narrative:
Wound dehiscence occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.